Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. This complaint cannot be confirmed. A definitive root cause cannot be determined with the information provided no corrective actions, preventive actions, or field actions resulted after investigation of this event. Additional associated products and mdrs: kne-unknown--femoral MDR: 0001822565-2021-00253; kne-unknown--tibial plate MDR: 0001822565-2021-00254.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, approximately three years and two months post procedure, the patient experiences pain/discomfort, swelling, tightness and found she has metal sensitivity to nickel.